Event description:
Procedure: hernia. Repordedly, at the end of the operation, when the surgeon removed the trocar, he noticed that there was 1/2 cm 2 missing from the trocar sleeve. Longer operating time to retrieve the piece of trocar sleeve from patient. No patient injury.